Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a power supply problem. No patient involvement was reported. A failure to power up could impact delivery of therapy.